Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: patient is in stage 1 cancer; no radiation treatments had been given prior to the surgery. The patient had post operative steroids administered after the first surgery. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Multiple attempts have been completed requesting additional information, but no more information has been received.

Event description:
It was reported that eight days post op of a right colon resection with an anastomosis, the patient was returned to the or due to possible hypoxia. When the surgeon performed the second procedure, it was found that the staple line was intact with no malformed staples but leaking at the anastomosis site. They did a pathology test on the tissue and no necrosis was found. They then removed the original anastomosis and performed a new one with the same type of stapler and sutured over the staple line. The patient is now in stable condition and was sent home on (B)(6) 2011.